Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a 45169 error code. The event occurred during testing. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in used condition, a bubble on the downstream occlusion (dso) seal, lcd lens damaged, and missing one battery separator. The event history log was unable to be reviewed due to error code after power up. Functional testing was able to replicate the reported issue; upon power up, the device alarm was sounding off constantly with error code 43169. The root cause was determined to be multiple components including a malfunctioning board. No repairs were performed due to the pump being beyond economical repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.